Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high right ventricular (rv) out of range shock impedance measurements and was explanted. A new device was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high right ventricular (rv) out of range shock impedance measurements and was explanted. A new device was implanted and remains in service. No additional adverse patient effects were reported. Additional information was received that the shock impedance measurements had been gradually rising for the last 8 months. A commanded shock had been performed a few months ago resulting in an impedance of 80 ohms was observed. The shock impedance continued to rise, and the physician opted to explant this ICD and rv lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high right ventricular (rv) out of range shock impedance measurements and was explanted. A new device was implanted and remains in service. No additional adverse patient effects were reported. Additional information was received that the shock impedance measurements had been gradually rising for the last 8 months. A commanded shock had been performed a few months ago resulting in an impedance of 80 ohms was observed. The shock impedance continued to rise, and the physician opted to explant this ICD and rv lead.